Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to a device check with shortness of breath and palpitations. No high voltage therapies and tachycardic arrhythmias were noted. Oversensing due to timing of atrial pacing and ventricular intrinsic activity as well as ventricular undersensing were noted. Physician stated that the underlying rhythm was a slow ventricular tachycardia. Medication changes were made but not device changes. The patient was stable.